Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017 the patient presented to the emergency department (ed) with 3 days of fever and chills and was admitted for driveline drainage. It was stated that the driveline infection was (B)(6) with (B)(6) bacteremia and vancomycin-resistant escherichia (vre). Tissue status post-surgical debridement on (B)(6) 2017, and (B)(6) 2017, and a driveline revision on (B)(6) 2017. Patient was treated with linezolid through (B)(6) 2018 and ancef through (B)(6) 2018 with oral doxycycline. On (B)(6) 2018 the wound vac was removed only because it is not maintaining a good seal at the site and the wound appears to be infected again with a foul odor. It was stated that the doctor will see the patient on (B)(6) 2018, and anticipate he will need further surgical intervention. It was further stated that the patient is currently listed status 7, until patient can find a center willing to reactivate status. Patient has been labeled as noncompliant with medications, performing his own dressing changes in t he past. It was stated that the patient¿s body mass index (bmi) is currently at (B)(6), which would exclude him from transplant criteria, plus his compliance concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.